Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the dissector balloons were received inserted into the trocar balloons. The lock collars appeared intact. The insufflation bulbs were also attached to the dissector balloons. The obturators, inflation syringes, 5mm ports, 5mm obturators and endo lube bottles were not received. Functionally, the dissector balloon's circular seal hole was covered on the first trocar and the balloon was attempted to be inflated with the received insufflation bulb, however leaking occurred at the seal housing. The dissector balloon's circular seal hole was covered on the second trocar and the balloon was attempted to be inflated with the received insufflation bulb, however leaking occurred at the junction site of the cannula. A water bath test proved that there was a hole at the junction site of the cannula. Calipers were used to measure the housing on the first device, the measurements were, 0.984 on the side with the number and 0.998 on the side with the lettering. Calipers were used to measure the housing on the second device, the measurements were, 0.980 on the side with the number and 0.996 on the side with the lettering. The trocar balloons were inflated and held their shape after being properly formed. The lock collars moved up and down the cannula and securely locked in place. The trocar balloon's valve seals were stretched out. It was reported that the balloon leaked gas so the balloon would not inflate and the device made a strange noise. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, inflation of dissection balloon, the balloon leaked gas so the balloon would not inflate and the device made a strange noise. Due to inadequate dissection, the surgeon had to do laparoscopic dissection to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.